Event description:
Caller reported an issue with the incorrect time setting on their device, which was updated with assistance from technical support. There was no adverse impact to the customer's blood glucose level. The customer was advised to monitor the time setting and follow up if the discrepancy recurs.